Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a battery status of end of life (eol) after three years in service. There was an allegation of premature battery depletion (pbd). No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that the device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device could not be interrogated. The device case was opened to facilitate testing of the internal device components. During detailed testing, a high current draw was identified. Review of device memory found the current draw had been gradually increasing over time. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis concluded the behavior of this device is consistent with an issue with the low voltage capacitors. A product performance issue with these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal.